Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays patient vital signs data from multiple bedside multi-parameter patient monitoring devices through either wired or wireless connections. Welch allyn technical support remotely determined that the terminal server was not responding to the network. The lights were on solid and not flickering. Technical support instructed the customer to power the unit down, wait fifteen seconds, and then plug the unit back in. The unit came back online and connections to the rooms continue to work correctly. There have been no further similar complaints from this customer. The device was not returned to welch allyn for evaluation. The cause of the problem is of unknown origin. The terminal server is an off-the-shelf computer peripheral made by another manufacture and sold by welch allyn. Method (remote evaluation).

Event description:
The customer stated that some of the rooms in (B)(6) were not communicating with the acuity centralized patient monitoring system. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.